Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller being abnormally warm was unable to be confirmed. A log file was submitted for review and data from 21feb2025 ¿ 26feb2025 was reviewed. Throughout the data, the system controller¿s internal temperature was observed to be between 34 degrees celsius and 51 degrees celsius. The observed internal temperatures were within the system controller¿s design specification. Of note, the internal temperature recorded within the log file cannot be conclusively correlated to the external, surface temperature of the system controller. No atypical alarms were observed, and the controller supported the pump as intended. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Information provided by the customer stated that the cause of the abnormal system controller temperature was not identified, and no atypical temperatures were observed while the patient was in clinic. No patient harm has occurred, and no equipment has been exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use, rev. C section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook, rev. D section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use, rev. C section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. D section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause for the warm temperature was not identified and during the patient's last visit the system controller was at a normal temperature. It was said no patient harm occurred. The controller was not exchanged at this time.

Event description:
It was reported that the system controller temperature was abnormally warm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.